Event description:
On 3/23/98, a dental dealer called espe to report receipt of info involving espe's believes the event was reported to the dealer by a dental office in portugal. The dealer reported that a pt had allergic symptoms and a feeling of general unwellness after the use of durelon. The pt was sent to the hospital for observation because the symptoms persisted. The symptoms subsequently subsided and medical examinations did not identify a causal connection between the dental treatment and the allergic reaction that occurred.